Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m83 pump a vs. B volume error alarm during fill 5 of 5. The patient also mentioned they witnessed fluid leaking directly after receiving the alarm on the cycler. The patient was connected during the incident. Fluid was not discovered in the pump module area nor on the external portion of the cassette. The source of the leak is unknown. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient clamped the lines and disconnected. The patient rebooted the cycler and then cancelled the treatment upon receiving the power fail recovery fail message. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event, stating that the source of the leak could not be identified. The pdrn stated the patient confirmed there was no fluid observed in the cassette door of the cycler and there was no leak observed from the solution product. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not complete treatment on the day of the reported event. The pdrn confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
H3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection using a microscope, a hole was found in the film. This kind of damage could have several causes: the pump door is sharp and closes unexpectedly during set up, stress and strain on the film during the teach pump when the mushroom head is fully extended against the cassette dome (especially with a large misalignment between the cassette and pump), a finishing problem due to a sharp point created or the cassette having mechanical damage, or shipping/transportation damages to the product. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the investigation findings, the complaint was confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m83 pump a vs. B volume error alarm during fill 5 of 5. The patient also mentioned they witnessed fluid leaking directly after receiving the alarm on the cycler. The patient was connected during the incident. Fluid was not discovered in the pump module area nor on the external portion of the cassette. The source of the leak is unknown. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient clamped the lines and disconnected. The patient rebooted the cycler and then cancelled the treatment upon receiving the power fail recovery fail message. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event, stating that the source of the leak could not be identified. The pdrn stated the patient confirmed there was no fluid observed in the cassette door of the cycler and there was no leak observed from the solution product. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not complete treatment on the day of the reported event. The pdrn confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.